Event description:
Olympus (omsc) was informed via service inquiry that the asset visera 4k ultra high-definition camera control unit had an error, e118 (otv error), occur. The reported problem was found during an unspecified event. No death, injury or harm was reported. The device will be returned for service.

Manufacturer narrative:
The subject device was returned to olympus for service. The service evaluation confirmed the customer¿s reported error, e118, which was due to a defective printed circuit board. Additionally, e116 (otv error) occurred and was due to a defective printed circuit board. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: g2. It has been 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, and it was determined that e118 / e117 / e116 errors were displayed due to the faulty internal parts of the gpu (gastroenterology procedure unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.